Event description:
Customer alleges discrepant result with meter compared to lab: pt self tester's wife reported discrepant low result on pt self tester. (B)(6): inratio inr = 1.3 poc inr = 3.7; compared 2 hours later on physicians meter; 1.3 result obtained with alere home monitoring assistance over the phone.

Manufacturer narrative:
Investigation pending.